Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms occurred during testing. The following cosmetic damage was also noted: cracked case at the display window corners and battery tube threads, and minor scratches on the display window. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The father stated that button errors occurred twice: once three or four days ago when he took the battery out and put it back in and the pump resumed normal function, and a second time two days ago when the removing and replacing the same battery no longer cleared the alarm. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.